Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information was provided.

Event description:
It was reported alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted. The customer stated that every unit in the hospital was having issues with the modules disconnecting from the pcu. No patient harm was reported. Although requested, no further information was provided.

Manufacturer narrative:
The reported event of device had module disconnect issue was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿alaris modules would disconnect from the pcu¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp (large volume pump) module disconnection issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted. The customer stated that every unit in the hospital was having issues with the modules disconnecting from the pcu. No patient harm was reported. Although requested, no further information was provided.